Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged particles in airway from device, dry nose, sore throat, mold in device and device is overheating. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging dry nose, sore throat, mold in device and device is overheating. There was no report of patient harm or injury. The manufacturer received new and relevant information on 09/11/2024. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the pil observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, pca, inside iso port, blower, blower box, and blower seal. Pil observed black hairlike contaminant on the flip doors, rear panel, bottom enclosure, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box.